Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer declined troubleshooting for high reading. Customer stated the screen was foggy and the insulin pump has been exposed to moisture. Customer mentioned there was fluid under the screen. The customer was assisted with troubleshooting and got another alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, missing end cap sticker and cracked reservoir tube lip.